Manufacturer narrative:
The scope was returned to the service center for evaluation. A visual inspection was performed on the received condition and noted the distal end was broken. The distal end was broken from the base of the bending section area exposing metal as metal was protruding outside the bending section cover with no sharp edge. The scope failed the leak test. The bending section cover was removed and did not find any other sharp edges on the bending section skeleton. The internal elements inside the bending section were intact. The image met specification. The scope was repaired and returned to the user facility. A review of the service history of the scope indicates the scope was purchased on april 30, 2018 with found four repairs in the past two years, all involving mechanical damage or leaks in the scope. Based on the evaluation results, the cause to the broken bending section skeleton exposing metal is due to excessive stress/force applied to the bending section area. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The bending section was manipulated; the movement is abnormal due to the broken skeleton at the base of the bending section.

Event description:
The service center was informed that during reprocessing, the scope was found to be damaged. There was no serious injury or death reported.